Manufacturer narrative:
A patient experienced uncomfortable simulation was reported to abbott. As a result, surgical intervention was undertaken wherein the lead was explanted to address the issue. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(6), serial: (B)(6), batch: a000139168. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced uncomfortable simulation. As a result, surgical intervention was undertaken wherein the lead was explanted to address the issue. The investigation was unable to determine the lead that was associated with the issue.